Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR#1219856-2011-00061 for the first event involving the same patient. It was reported that while in the cath lab the second intra-aortic balloon (iab) was inserted, but it also become stuck in the super arrow-flex (saf) sheath. It was removed and then the third iab kit was used without issue. Additional information was received on (B)(6) 2011 from the product performance specialist ra/qa teleflex (B)(4) stating "the iab was prepped per instruction. When the iab was inserted into the saf sheath, the iab became stuck in the saf sheath. As a result, the iab was removed with the saf sheath and spring wire guide as one unit. A competitors iab was used without issue." There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy is as long as it took to prep and insert the third iab successfully. There were no reported patient complications. The patient outcome is good.